Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The report indicated that the pod initiated a hazard alarm within the first four hours of operation. The customer's bg's at the time were high (greater than 250mg/dl). No additional info was provided regarding the pod or the event. The pod will be returned for eval.